Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) igtcfs-65-1-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, the patient had a celect® filter placed. Primary reason for the filter placement was a current deep vein thrombosis (dvt) with no contraindication to anticoagulation but an added risk for new or worsened pulmonary embolism (pe). The inferior vena cava (ivc) diameter at the intended filter location was 20.59 mm. There was no ivc anatomic anomaly, but there was the presence of thrombus in the ivc prior to filter placement that was not treated. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly. Thrombus = 50% was present in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 19 mm. There was no evidence of filter migration, extravasation of contrast, deformation, or filter legs appearing outside the column of contrast after placement. The angle of filter tilt in the ap view was 1.9 degrees. On (B)(6) 2016, the post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis review revealed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 5.8 degrees and 3.4 degrees in the lat view. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2016, the three month follow-up clinical assessment was completed and no device related adverse events were reported. The filter was not scheduled to be retrieved due to an ongoing risk for pe. On 07nov2016, the six-month follow-up telephone call was completed and no device related adverse events were reported. On (B)(6) 2017, the patient was hospitalized for a distal aortic occlusion. A CT of the abdomen revealed the presence of thrombus in the ivc. The was no evidence of filter fracture, deformation, migration, tilt, or filter leg interaction with the ivc wall. Core lab analysis of the abdominal CT revealed no evidence of filter fracture deformation, embolization, or migration. Tilt and the presence of thrombus in the ivc, pelvic veins, and lower extremities was not assessed. There were 11 filter legs with a grade 1 interaction with the ivc wall and 1 filter leg with a grade 2 interaction with the ivc wall. There was no evidence of hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. Analysis noted: ¿arterial scan phase, no contrast in venous system. Aortic thrombosis noted with collateral flow.¿ surgical management included a bilateral groin cut down, embolectomy of distal abdominal aorta and bilateral iliac arteries. An angioplasty of the bilateral femoral arteries was also performed. The patient was also transitioned from heparin to xarelto. On (B)(6) 2017, the patient was discharged from the hospital. The patient cancelled the twelve-month clinical assessment, x-ray, ultrasound, and CT. Patient outcome: on (B)(6) 2017, the patient withdrew from the study citing recent major surgery and too many other demands to continue participation.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review. Two days prior to filter implant a CT scan confirmed the presence of extensive thrombus involving the caudal ivc extending peripherally into the right common iliac vein, right external iliac vein, as well as right common femoral vein. A celect-pt filter was placed due to extensive caval thrombosis without a contraindication to anticoagulation in an infrarenal location without evidence of significant tilt or immediate perforation. During the deployment venogram, the caval thrombus is clearly identified caudal to the implantation zone of the filter. A scan approx. 1 year later demonstrated findings consistent with complete caval occlusion below the level of the filter with atrophic remodeling of the infrarenal ivc and right iliac venous system. The scan was obtained in an arterial phase only, so evaluation of any flow through the infrarenal ivc is not possible, but given the extensive thrombus that was previously seen as well as the changes in the ivc diameter on this CT scan, this is most consistent with an obliterated ivc due to chronic thrombosis and remodeling. There was interval development of a grade 2 interaction of a primary filter leg, as well as grade 1 interactions involving the remaining primary filter legs and secondary legs. These interactions were likely the result of, at least in part, due to the remodeling of the caval thrombus with scarring of the infrarenal ivc resulting in a decrease in overall size of the ivc with this chronic scarring. There is likely thrombus to the level of the ivc filter, although this is not confirmed on these imaging studies. The cranial extent of the thrombus is related to the patient¿s underlying extensive caval thrombus present prior to implantation of the ivc filter and is not related to the presence of the ivc filter. There is no comment regarding any symptoms related to the presumed complete infrarenal caval occlusion. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.